Event description:
Physician reports a pt with post procedural pain since having essure placed in 2008. She was evaluated with pelvic exam and cultures which diagnosed gonorrhea. She was treated with antibiotic therapy and pain subsided, but did not completely resolve. A flat plate of the abdomen was obtained confirming a complete expulsion of the right micro-insert and a normal appearing left micro-insert. Physician removed the left micro-insert. No further info has been provided.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.